Manufacturer narrative:
An event of heart failure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that an unknown size epic valve was implanted in the tricuspid position three years ago. On (B)(6) 2026, the valve noted failing.

Event description:
It was reported that an unknown size epic valve was implanted in the tricuspid position three years ago. On (B)(6) 2026, the valve noted failing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.